Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.

Event description:
The customer reported that after four days of use on a patient, the pilot balloon did not remain inflated. The patient was re cannulated.